Event description:
User experienced instrument alarms after preventative maintenance was performed on the analyzer earlier in the day. User said over 100 pt samples generated results accompanied by data flags. In addition, one pt sample result was not accompanied by a data flag and was reported, however add'l details could not be provided for this sample. The following 12 pt results were provided which were discrepant. User said none of the results with flags were originally reported. Sample 1, initial bun gave 15 mg per dl. This result was accompanied by an abs data flag. The sample was automatically rerun by the analyzer on another p module which gave negative 36 mg per dl. This result was accompanied by a (limtl) data flag alerting the user to rerun the sample. User could not provide the final repeat bun result for this sample. User said the initial results for sample 2 through 10 generated alarms but could not provide the actual alarm. Initial results were not reported. Repeat testing was performed on another p module at customer site. Sample 2, initial ast gave negative 303; repeated twice giving 19 and 18 u per l. Sample 3, initial ast gave negative 310; repeated twice giving 22 and 27 u per l. Sample 4, initial ast gave negative 1229; repeated twice giving 12 and 15 u per l. Sample 5, initial bun gave negative 83; repeat gave 22 mg per dl. Sample 6, initial ast gave negative 17; repeated twice giving 27 and 26 u per l. Sample 7, initial ast gave negative 815; repeat gave 17 u per l. Sample 8, initial ast gave negative 8; repeated twice giving 46 and 43 u per l. Sample 9, initial bun gave negative 80; repeat gave 23 mg per dl. Sample 10, initial bun gave negative 206; repeat gave 30 mg per dl. A corrected report was sent for this sample. User stated "that they did issue 10 corrected reports for total protein". Only the following pt example with a corrected total protein result was provided. No adverse events were reported. The field service rep found the r2 probe was misadjusted, and adjusted the r2 probe, reagent disk and r2 rinse station. He also found a missing cuvette segment screw and secured it to the reaction disk. To verify analyzer performance a cell blank, cell wash, mechanical checks, calibration, controls and precision study were performed with all results within spec.

Event description:
User experienced instrument alarms after preventative maintenance was performed on the analyzer earlier in the day. User said over 100 pt samples generated results accompanied by data flags. In addition, one pt sample result was not accompanied by a data flag and was reported, however add'l details could not be provided for this sample. The following 12 pt results were provided which were discrepant. User said none of the results with flags were originally reported. Initial sodium gave 15 mmol per l and was reported. The sample was repeated giving 137 mmol per l. A correct report was sent for this sample. User stated "that they did issue 10 correct reports for total protein". Only the following pt example with a corrected total protein result was provided. No adverse events were reported. The field service rep found the r2 probe was misadjusted, and adjusted the r2 probe, reagent disk and r2 rinse station. He also found a missing cuvette segment screw and secured it to the reaction disk. To verify analyzer performance a cell blank, cell wash, mechanical checks, calibration, controls and precision study were performed with all results within spec.

Event description:
User experienced instrument alarms after preventative maintenance was performed on the analyzer earlier in the day. User said over 100 pt samples generated results accompanied by data flags. In addition, one pt sample result was not accompanied by a data flag and was reported, however add'l details could not be provided for this sample. The following 12 pt results were provided which were discrepant. User said none of the results with flags were originally reported. Initial total protein gave 4 g per dl and was reported. The sample was repeated giving 6.1 per dl. A corrected report was sent for this sample. User stated "that they did issue 10 corrected reports for total protein". Only the following pt example with a corrected total protein result was provided. No adverse events were reported. The field service rep found the r2 probe was misadjusted, and adjusted the r2 probe, reagent disk and r2 rinse station. He also found a missing cuvette segment screw and secured it to the reaction disk. To verify analyzer performance a cell blank, cell wash, mechanical checks, calibration, controls and precision study were performed with all results within spec.